Manufacturer narrative:
Continued e.1 address: (B)(6). Continued e.1 zip code: (B)(6). Device evaluation: "the device related to the reported event of rupture was received on april 22, 2021 with lot number 2571396. Analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken shell on posterior, striated openings in the shell and missing shell (0-25%). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consistent with the use of some surgical tool. Missing shell assessed as inconclusive."

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified red tissue, red particle material on the shell and opening . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.